Manufacturer narrative:
(B)(4). Device is a combination product . (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy ii drug-eluting stent was selected for use. However, during preparation of the device, the stent came off from the stent delivery system balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent kinked at the 4th proximal strut and damaged across its length. Struts from the proximal side onwards are distorted, elongated and stretched over the marker band and bumper tip. The stent moved proximally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to (B)(6) pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy ii drug-eluting stent was selected for use. However, during preparation of the device, the stent came off from the stent delivery system balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.